Event description:
It was reported that the patient developed an infection at the implantable neurostimulator (ins) pocket site. The infection had not been confirmed at the time, as the culture had just been sent. The patient also experienced pocket discomfort. The reporter indicated that the ins was low. However, there was no complaint about ins depletion. It was noted that the ins and lead had been explanted. At the time of the report, the patient was under the care of the healthcare provider. The following day, the reporter had not obtained any results from the culture. The patient was reportedly doing ¿fine¿ and planned to have a new system implanted. However, a new date had not been scheduled yet.

Event description:
It was reported that the patient's battery was depleted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v575376, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).